Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® serum blood collection tubes, the blood would not coagulate. This occurred 2 times. There was no report of impact to patient or user. The following information was provided by the initial reporter: blood will not coagulate

Event description:
It was reported that during use with the bd vacutainer® serum blood collection tubes, the blood would not coagulate. This occurred 2 times. There was no report of impact to patient or user. The following information was provided by the initial reporter: blood will not coagulate.

Manufacturer narrative:
H.6 investigation summary: bd received 200 samples and no photos for investigation. The samples were visually evaluated with no issues being identified. The 100 retentions were inspected with no issues being identified. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor clot formation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 20-nov-2023.